Event description:
Reporter alleged the lancet needle that is a part of the softclix plus lancing system used in finger-stick blood glucose testing protrudes outside the cap. Reporter stated being able to use the device once and not being able to use it afterwards. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.